Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo lesion was located in the severely tortuous right coronary artery (rca). Pre dilatation was performed using a unspecified balloon catheter. A 3.50x38mm promus element stent was selected however the device was unable to cross the lesion. After multiple attempts, it was noted that the edge of the stent was distorted. The device was removed from the patient and the procedure was completed with the implant of a 3.50x38mm promus element stent in the mid to distal rca and an unspecified size promus element plus in the proximal to mid rca. Post dilatation was performed using a unspecified balloon catheter. No patient complications were reported and the patient's status as stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo lesion was located in the severely tortuous right coronary artery (rca). Pre dilatation was performed using a unspecified balloon catheter. A 3.50x38mm promus element ¿ stent was selected however the device was unable to cross the lesion. After multiple attempts, it was noted that the edge of the stent was distorted. The device was removed from the patient and the procedure was completed with the implant of a 3.50x38mm promus element ¿ stent in the mid to distal rca and an unspecified size promus element plus in the proximal to mid rca. Post dilatation was performed using a unspecified balloon catheter. No patient complications were reported and the patient's status as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed and lifted upwards from the stent profile. Therefore it is likely that no stent damage occurred prior to procedure as the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).